Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to an insulation break on the pace/sense portion of the lead. The patient was receiving inappropriate therapy and oversensing. The lead was replaced.